Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 414 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion reservoir was not occluded.